Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
Continued from health effect - impact code: f2203. Additional, changed, and/or corrected data: b5, b6, d4, g1, h6. Reason for reoperation: rupture, silicone migration, lump/nodule, and pain.

Event description:
Patient reported right side rupture, silicone migration, lump/nodule, and pain. Device explanted.